Event description:
It was reported that the right ventricular lead exhibited insulation anomaly which was discovered by a chest x-ray. No electrical anomalies were noted. The lead was capped and replaced on (B)(6) 2017. The patient was fine post procedure.

Manufacturer narrative:
Correction: this summary report is to correct the initial report to include externalized conductors.

Event description:
New information noted that externalized conductors were observed.